Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "minimum 10-year follow-up of cementless total hip arthroplasty using a contemporary triple-tapered titanium stem" written by samuel w. Carlson, ba, devon d. Goetz, md, steve s. Liu, md, justin j. Greiner, md, and john j. Callaghan, md published by the journal of arthroplasty 31 (2016) 2231e2236 made available online 11 may 2016 was reviewed. The article's purpose was "to evaluate the clinical and radiographic results at minimum 10-year follow-up of a consecutive series cohort of a contemporary triple-tapered cementless stem inserted with a ream-and-broach technique by a single surgeon." Data was compiled from 51 women and 37 men (total of 100 hips) age range of 25-84 years old. All patients received depuy implants. It is noted that radiographic imaging shows a patient with identifiers with "mild proximal stress shielding" but "radiographs demonstrate bone ingrown fixation". Depuy products utilized: summit stem, pinnacle cup, poly liner, metal femoral head. Adverse events: dislocations (treated by revision with head and liner exchange), periprosthetic femur fracture (treated by revision of femoral component) and radiographic findings of femoral stress shielding (interventions unknown).